Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article title: "characteristics and outcome of patients with left atrial appendage closure in china: a single-center experience".

Event description:
The article, "characteristics and outcome of patients with left atrial appendage closure in china: a single-center experience", was reviewed. The article presented a retrospective, single center study on clinical characteristics and long-term data on the safety and efficacy of left atrial appendage closure (laac) in preventing cerebrovascular accident and thromboembolism among chinese patients with non-valvular atrial fibrillation (nvaf). Device included in this study were watchman flx and amplatzer cardiac plug. The article concluded that that laac is a safe and effective alternative option for chinese patients with af, with a high success rate, few complications as well as fewer long-term adverse outcome events. [The primary and corresponding author was songnan li, department of cardiology, beijing anzhen hospital affiliated capital medical university, no. 2 anzhen road, chaoyang district, beijing 100026, china, with corresponding email: chshma@vip.sina.com] the time frame of the study was from 01 june 2014 to 31 december 2021. A total of 222 patients were included in this study, of which 5 (2.25%) received an abbott device. The average age was 66.9 years and the majority gender was male. Comorbidities included hypertension, heart failure, hypertrophic cardiomyopathy, diabetes mellitus, stroke, transient ischemic attack, systemic thromboembolism, coronary artery disease, peripheral artery disease, percutaneous coronary intervention, coronary artery bypass graft, chronic kidney disease, dialysis, prior left atrial appendage thrombus, prior hemorrhage event (cerebral, gastrointestinal, other), mitral regurgitation, tricuspid regurgitation.

Manufacturer narrative:
Summarized patient outcomes/complications of characteristics and outcome of patients with left atrial appendage closure in china: a single-center experience were reported in a research article in a subject population with multiple co-morbidities including hypertension, heart failure, hypertrophic cardiomyopathy, diabetes mellitus, stroke, transient ischemic attack, systemic thromboembolism, coronary artery disease, peripheral artery disease, percutaneous coronary intervention, coronary artery bypass graft, chronic kidney disease, dialysis, prior left atrial appendage thrombus, prior hemorrhage event (cerebral, gastrointestinal, other), mitral regurgitation, tricuspid regurgitation. Some of the complications reported were peri-device leak, thromboembolism, stroke, transient ischemic attack, pericardial effusion, cardiac tamponade, pericardiocentesis (unexpected medical intervention), hematoma, pseudoaneurysm, gastrointestinal bleeding, bleeding, device-related thrombus these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: article title "characteristics and outcome of patients with left atrial appendage closure in china: a single-center experience"